Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal.

Event description:
It was reported that the right ventricular lead exhibited high thresholds, high impedance, under sensing and an insulation anomaly. The lead was explanted and replaced.